Event description:
Nobel biocare USA has received a report of two osseofailures article #s and lot #s unknown. These are not nobel biocare implants, but per 21 cfr 803.22, it is required that the losses be reported to the FDA. It is believed that the implants are manufactured by implant direct, llc. Patient ID: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)